Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/28/2017. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Are pictures available for analysis?

Event description:
It was reported that prior to a patient procedure the box was received without the original seal. The product was not used with a patient and there were no adverse patient consequences.

Manufacturer narrative:
Product complaint # pc-(B)(4). It was reported that this device is not malfunction reportable. Therefore, this medwatch report is not reportable.